Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received: it was confirmed hemostasis was achieved with the sutures of two new proglide devices. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned. Investigation has not yet begun. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with proglide devices using the pre-close technique via a 7f sheath prior to an electrophysiology interventional procedure. Reportedly, upon deployment of both devices, there were no sutures. The sheath was upsized to an 8.5f and the electrophysiology procedure was completed. Another proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.